Event description:
It was reported that the patient experienced a pericardial effusion, perforation and tamponade. During an ablation procedure to treat premature ventricular contractions (pvc) and ventricular tachycardia (vt) with an intellanav mifi open-irrigated, intellamap orion catheter, and two ibi-1100 steerable electrophysiology catheters were delivered via unknown short sheaths. The patient experienced a pericardial effusion, perforation and tamponade. The ablation procedure was stopped, the physician performed a pericardiocentesis and the patient was then taken to the operating room (or) to stop the bleeding and stabilized the patient. The patient was in the hospital recovering. They were expected to fully recover. Per the physician, their unfamiliarity with the catheter may have contributed to the perforation. No performance issues related to the device were reported. No resistance was felt while maneuvering the catheters. The catheters were disposed of and therefore will not be returned. Further information received from real world evidence - retrospective patient billing records review of premier health database indicates that patient also experienced the following adverse events: acute posthemorrhagic anemia, thrombocytopenia (unspecified), hemopericardium (not classified), postprocedural hypotension, hypoxemia, retention of urine (unspecified), and other postprocedural complications and disorders of the circulatory system. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. Patient was discharged to home or self care. The additional information received for the event is based on a retrospective review of data from the premier health database. Procedure ID# (B)(6).

Manufacturer narrative:
A1: patient identifier- updated. A2: age at time of event- updated. A6: race- updated b5: describe event or problem - updated. H6: patient codes- updated g2: report source - updated it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion, perforation and tamponade. During an ablation procedure to treat premature ventricular contractions (pvc) and ventricular tachycardia (vt) with an intellanav mifi open-irrigated, intellamap orion catheter, and two ibi-1100 steerable electrophysiology catheters were delivered via unknown short sheaths. The patient experienced a pericardial effusion, perforation and tamponade. The ablation procedure was stopped, the physician performed a pericardiocentesis and the patient was then taken to the operating room (or) to stop the bleeding and stabilized the patient. The patient was in the hospital recovering. They were expected to fully recover. Per the physician, their unfamiliarity with the catheter may have contributed to the perforation. No performance issues related to the device were reported. No resistance was felt while maneuvering the catheters. The catheters were disposed of and therefore will not be returned.